Event description:
It was reported that during advancement of a 4.5x8mm nc trek along an all-star guide wire, resistance was met before going into the patients anatomy. The nc trek was removed with resistance. The guide wire was wiped down again and the nc trek was re-flushed. The same nc trek was advanced again on the same wire. Once at the tuohy, resistance was met and the nc trek was removed again with resistance. Another nc trek was able to post-dilate the implanted xience xpedition stent located in the right coronary artery (rca). Upon removal of the second nc trek, resistance was encountered. The device was able to be removed, completing the procedure. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience xpedition stent; dilatation catheter: (2) 4.5x8mm nc treks. The rx nc trek 4.50 x 8 mm dilatation catheters mentioned are being filed under separate manufacturer report numbers. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.